Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 17 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value: a. (B)(6) 2025 8:05a.m. Sg: 88mg/dl bg: 200mg/dl; trend arrow horizontal; was at work; sn 30 minutes later: 206mg/dl. B. (B)(6) 2025 4:07p.m. Sg: 59mg/dl bg: 102mg/dl; trend arrow horizontal; she did nothing that interfered her diabetes sn: 30 minutes later: 67mg/dl. C. (B)(6) 2025 1:42p.m. Sg: 92mg/dl; bg: 189mg/dl; trend arrow horizontal; she did nothing that interfered her diabetes sn: 30 minutes later; 89mg/dl. This incident did not result in any patient harm or sensor removal.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation revealed variations in blood glucose (bg) and sensor glucose (sg) values. The sensor was approaching day 180 at the time when the event happened and the customer received a sensor replacement reminder alert to plan for next sensor insertion. The sensor replacement took place on (B)(6) 2025. The root cause of the inaccuracies can be attributed to the oxidation of the sensor's chemical component (hydrogel). No further investigation was found necessary for this complaint.